Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. It should be noted that the proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The reported resistance and manipulation during insertion along with the force and twisting during removal attempt appears to have contributed to reported guide break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to use technique due to the reported resistance and manipulation during insertion along with the force and twisting during removal attempt. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is being filed under separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using two proglide devices with a 6f sheath after a heath catheterization interventional procedure. Reportedly, excessive resistance was noted during advancement of both proglide devices. The lever of both proglide devices was returned to the original position and the foot was closed prior to removal of the devices. However, resistance was noted during removal, force and twisting movements were applied to remove both proglide devices. One of the proglide devices broke at the guide but was held together by the actuator wire. The other proglide device completely separated, it was stuck at the end of the procedure. A knife was used to do an aggressive nick and spread to remove the black guide. Minor tissue damage was noted and was treated with one suture and manual compression. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.